Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer stated that the pump had a strange beeping. The customer stated that she was on vacation and does not have any reservoirs. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was assisted with clearing the no delivery alarm and beeping. The customer stated that she received a battery out limit message. The customer was advised to clear the alarm per troubleshoot protocol.